Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd888503, and gd88703. No exceptions were observed that were related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of patient made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex. On an unreported date, the patient made a mistake/touch contamination. On an unknown date in (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported as patient made a mistake/touch contamination. Treatment information was not provided. The patient was recovering from the peritonitis at the time of this report. The outcome for the patient made a mistake/touch contamination was not reported. Action taken with dianeal therapy was not reported. An opinion of causality was not provided.